Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event, however the patient reports a known sensitivity to adhesives. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.report three of three for the same event, see also 0002242816-2015-00091 and 00092.

Event description:
The patient reported the following: she received the spinalpak on (B)(6) 2015. She was experiencing soreness and blisters. She is feeling achy and sore and has inflamed skin. She is using a prescription honey/gel and her doctor switched her pain medication. She was using the lt4500 electrodes and then switched to the 72r electrodes with and without the cover patches. She took the unit off and now she is fine.